Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead connected to this pacemaker. The rv lead was surgically repositioned and remains in service with this pacemaker. No additional adverse patient effects were reported.